Manufacturer narrative:
Evaluation summary; post market vigilance (pmv) led an evaluation of the packaging for one device. Visual examination of the returned packing noted no abnormalities. Functional testing was not possible without the physical product. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. There were no assembly or component issues identified. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while transacting the lung part during a vats wedge resection procedure last (B)(6), the device stopped without reason while firing. The surgeon was not able to squeeze the handle. They changed the reload and the body to a new one to resolve the issue in order to complete the case. There was no patient injury.